Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The fast stop button assembly was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 2800 system displayed a fast stop error. No pt injury was reported.